Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was resetting and displayed code 202 - pt parameters corrupt. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. Upon receipt the monitor was resetting and displayed service code 202 - patient parameters corrupt. The root cause for the resets and service code is currently under investigation. A supplemental report will be submitted upon completion of root cause investigation. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.